Event description:
The following was reported to hamilton medical ag: detailed complaint and failure description summary: "self-test failed and tf 431008 (qvent sensor error) is showing. Unable to use the ventilator." No patient involvement.

Manufacturer narrative:
Hamilton medical ag comes to the conclusion: the root cause was attributed to a defective mainboard. The correction consisted in the exchange of the mainboard.